Event description:
Information was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states that he changed his infusion site, tubing and cartridge. Shortly thereafter he fell ill, with high blood glucose and vomiting. Upon admission to the hospital his blood glucose was 575 mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.